Event description:
It is reported the sterile product packaging was not sealed and some of the product was revealed.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. A return sample has not been received; however, as reported by quality, photographs confirm the seal was open and the dressing was exposed. A non-conformance has been created to address this issue. Should additional information to address this issue. Should additional information become available, a follow-up report will be submitted.